Event description:
A carapace product, (unable to confirm product number), after being wet down with extremely hot water was placed on pts leg. Pt complained of great pain far in excess of the pain from pt's broken leg, but was transferred to another facility approximately an hour away. When cast was removed at this facility, pt had 2nd and 3rd degree burns.